Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch captures event related to case 2. Medwatch for additional patient events will be submitted separately. Additional information was requested and the following was obtained: what date was each initial procedure: (B)(6) 2016; what was the name of each procedure: bleb revision with mmc; what tissue was vicryl suture used on: conjunctiva; what was the condition of the tissue (healthy, diseased): previously operated tissue; how was the suture placed (interrupted or continuous): continuous; was there any patient event prior to symptoms (coughing, falling, moving): no event that was reported to the physician.; what was used to re-suture the incision: 9-0 vicryl used for re-suture; what is the surgeon opinion as to the potential contributing factors of the wound opening and suture breakage post op: ¿because I have used this suture many times in the past for the same operation, I feel it is a suture strength problem.¿ ¿ per md; what is the patient age, weight, gender and other medical conditions: a (B)(6) female with h/o glaucoma, osteopenia and pre-diabetes with a bmi of (B)(6); what is the current condition of the patient: in each case the patient has done well. However, in cases 2 and 3 it required reoperation to close the dehisced wound. In all 3 cases many extra postoperative visits were required.

Event description:
It was reported that the patient underwent a bleb revision with mmc procedure on (B)(6) 2016 and the suture was placed continuous on conjunctiva. After the procedure, during the routine follow-up appointment , it was discovered that the suture had dehisced; it was broken. The patient underwent a re-operation to close the dehisced wound with other suture. No other skin closure was used with the suture. Extra postoperative visits were required. The patient has done well. The surgeon opined that it was a suture strength problem. No further information is available.